Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant the patient underwent her third bronchial thermoplasty procedure on (B)(6) 2013. The procedure was completed successfully with no issues noted. The patient was hospitalized overnight. The patient developed atelectasis the following day, (B)(6) 2013, and the hospitalization was extended and a bronchoscopy was performed. The atelectasis resolved on (B)(6) 2013 and patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2013, pre-bronchodilator: fev1: 1.38, fev1 % predicted: 52.00, fvc: 2.83, fvc % predicted: 91.00. Post-bronchodilator: fev1: 1.44, fev1 % predicted: 54.00, fvc: 2.86, fvc % predicted: 92.00.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant the patient underwent her third bronchial thermoplasty procedure on (B)(6) 2013. The procedure was completed successfully with no issues noted. The patient was hospitalized overnight. The patient developed atelectasis the following day, (B)(6) 2013, and the hospitalization was extended and a bronchoscopy was performed. The atelectasis resolved on (B)(6) 2013 and patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2013; pre-bronchodilator: fev1: 1.38; fev1 % predicted: 52.00; fvc: 2.83; fvc % predicted: 91.00. Post-bronchodilator: fev1: 1.44; fev1 % predicted: 54.00; fvc: 2.86; fvc % predicted: 92.00. Additional information received on 14mar2016. According to the complainant the adverse event experienced by the patent was mucous plugging with dyspnea and dysventillation. The patient did not experience atelectasis. Updated event information as of 14mar2016. According to the complainant, the patient was hospitalized on (B)(6) 2013 as part of the third bronchial thermoplasty procedure. On (B)(6) 2013, the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. The procedure was completed successfully with no issues noted. The patient remained in the hospital overnight. On (B)(6) 2013, the patient experienced dyspnea and dysventilation of upper lobes. Subject underwent bronchoscopy and found a mucus plug composed of fibrin caps. The mucous plug was removed during bronchoscopy. The patient was discharged from the hospital on (B)(6) 2013 with a prescription for levoxacin for 5 days and prednisone taper. No infection was reported, so due to the nature of the event, the levoxacin was most likely prescribed as a prophylactic measure. The event was resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Atelectasis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.